Event description:
It was reported that the egm for the presenting rhythm freeze is missing in recent merlin transmission for the implantable cardioverter defibrillator. No intervention was performed. The physician will continue to monitor the device. There were no patient consequences.